Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand meter and noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). Due to the high glucose readings, the customer counter injected with insulin (dose/type unspecified) and half an hour later the customer experienced their symptoms for hypoglycemia such as strong sweating and dizziness and had difficulty speaking. The caregiver then obtained a reading of 181 mg/dl from the adc sensor compared to a competitor brand meter reading of 46 mg/dl/ the customer then called an ambulance and the healthcare professional (hcp) obtained a reading of 60 mg/dl from the adc sensor compared o the hcp meter reading of 46 mg/dl. The hcp then treated the customer by administering glucose intravenously. Shortly after, the customer was admitted to the hospital. At hospital, the hcp removed the sensor and made some blood tests. The customer remained in hospital overnight for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand meter and noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). Due to the high glucose readings, the customer counter injected with insulin (dose/type unspecified) and half an hour later the customer experienced their symptoms for hypoglycemia such as strong sweating and dizziness and had difficulty speaking. The caregiver then obtained a reading of 181 mg/dl from the adc sensor compared to a competitor brand meter reading of 46 mg/dl/ the customer then called an ambulance and the healthcare professional (hcp) obtained a reading of 60 mg/dl from the adc sensor compared o the hcp meter reading of 46 mg/dl. The hcp then treated the customer by administering glucose intravenously. Shortly after, the customer was admitted to the hospital. At hospital, the hcp removed the sensor and made some blood tests. The customer remained in hospital overnight for further observation. There was no report of death or permanent impairment associated with this event.